Event description:
It was reported that the device overheated prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d9. The quality investigation is complete.

Event description:
It was reported that the device overheated prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.